Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded intraocular lens (iol), a scratch was noticed on the lens. The employee had filled opticel and balanced salt solution (bss) into the injector and advanced the iol without issues. However, during implantation, the second haptic in the injector became stuck and twisted, resulting in a scratch on the optics in the middle periphery. Through follow up, we learned that the lens remains implanted. The patient is not experiencing any issues. No further details were provided.

Manufacturer narrative:
Additional information: the following field was updated per new information received. Section d10 - concomitant medical products: dk 9000 unfolder, lot number 0062. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.